Event description:
Customer received the safety notification letter. Customer stated that the insulin pump is not delivering insulin. Customer is experiencing high blood glucose. The current blood glucose reading is 567 mg/dl. Customer will treat with manual injection. Physician recommended that customer receives a replacement insulin pump. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.